Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). A carefusion technical support representative advised the distributor in taiwan that in order to repair the device the device¿s user interface module (uim) would need to be replaced.

Event description:
The distributor in (B)(4) reported that while in use on a patient the device's screen became distorted then went black (blank). The respiratory therapist noticed that the patient's face turning black (a sign of lack of oxygen). The patient was removed from the device and placed on another device with no permanent injury reported.